Event description:
This patient was enrolled into the study in 2007 due to restenosis of a previously placed cypher stent. This was treated with the placement of a 3.50x18mm cypher select. During the procedure, the patient had a type a dissection, upstream of the target lesion. A new 3.5 x 23mm cypher was implanted.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02009. This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.